Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation from the atrial lead. On (B)(6) 2018 an x-ray showed that the atrial lead had moved, and a previously capped lead had pulled back. The physician explanted both leads and replaced the atrial lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.